Event description:
Per the clinic, the patient developed an infection and skin breakdown at the implant site, exposing the receiver-stimulator. The patient was subsequently treated with topical and oral antibiotics (specific date and duration not reported). However, the issue could not be resolved and the device was explanted under general anesthesia on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.